Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged and the programming adjustments were made. Testing of the device showed that the device is functioning, but the pt was informed that the sound quality issues that she experienced will potentially worsen with time. Currently, the pt is utilizing a program with maximum programming settings adn there is no current plan to revise the pt. The pt continues to be monitored by the center.